Event description:
The physician who performed an omni procedure, noted that the nylon suture broke-off from the cannula and the procedure was completed with a fresh device. There was no further incident reported.